Event description:
It was reported that on (B)(6) 2026, a 27mm sjm masters series mechanical heart valve was chosen for a mitral valve replacement (mvr) procedure. After implantation, the physician found that valve was not rotating. So ultimately they had to explant the valve.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.